Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that a pt with one usable eye received a gas bubble for treatment of a macular hole. At the one-day postoperative visit, the bubble was only 50% of the anticipated size; however, after one week, the bubble remained at 40-50% of the anticipated size. The surgeon expressed concern regarding the actual concentration of the gas inside of the tank. Additional info has been requested, however none has been provided to date.